Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty control panel. Per additional information received, per smx wo chatter response. That was a known issue from a prior field action, and they send out replacement panels for those devices affected. Biomed received a control panel at no charge. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device came down for the 6-month preventive maintenance and they did a touchscreen calibration because it wasn't responding and now the screen was flipped. Per follow up information received via task on 02apr2025, per smx wo chatter response. That was a known issue from a prior field action, and they send out replacement panels for those devices affected. Biomed received a control panel at no charge.